Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the log file confirmed that there was a malfunction of the flexvision pc. During troubleshooting, the philips service engineer found that there was no display on the flexvision monitor. The fse replaced the flexvision pc and hdd (hard disk drive). After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.